Event description:
It was reported, during stenting of a left sfa via a left contralateral approach (sheathless), after successfully deploying 4 fluency plus tb stent grafts into the left sfa, a fifth stent graft was attempted to be deployed. The stent only partially deployed and even with great force could not be deployed. The catheter detached near the hub and the entire system with the stent was removed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the complaint sample. The tuohy borst adapter was opened. The outer sheath was completely torn off 30 mm from the swivel nut. The stent was partially released 10 mm. Due to the condition of the returned sample, no function test could be performed. As stated in the event description, the doctor intended to place the fluency stent graft in the left sfa via crossover access. The user attempted to place the stent graft without using an appropriate introducer sheath. This must have caused very high friction forces in the section of the bifurcation, finally resulting in the described deployment difficulties and the fracture of the outer sheath. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for and application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.